Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2009 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported, "PICC checked, venous return obtained easily and flushed without any problems identified. IV fluids commenced approximately 2hrs later fluid noted to be leaking from the PICC. Infusion stopped and when the nurse flushed the PICC obvious fracture noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to have occurred during the use of the device. One 4 fr powerpicc solo catheter was returned for evaluation. A blue valved infusion cap was attached to the hub. Adhesive residue and evidence of use is present on the winged hub and extension tubing. The catheter extends up to the 47 cm depth marker. The catheter was observed to have a retained curve between the 3 and 7 cm depth markers. The catheter was flushed with water using a 12 ml syringe and a leak was noted near the 6 cm depth marker. Microscopic observation of the leak location revealed evidence of kinking and material wrinkling at the 5 cm and 6 cm depth markers. A circumferential split was observed aligned with the kink impression at the 6 cm location. A longitudinal split was also present at the apex corners of the split. The split edges were observed to be rough and granular. The characteristics of the splits are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The securement method, movement of the catheter during use, and handling of the catheter are potential contributing factors. The catheter was cut at the 7 cm depth marker in order to measure the catheter wall thickness and outer diameter. The catheter dimensions were found to be within manufacturing specification. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "PICC checked, venous return obtained easily and flushed without any problems identified. IV fluids commenced approximately 2hrs later fluid noted to be leaking from the PICC. Infusion stopped and when the nurse flushed the PICC obvious fracture noted."